Event description:
Pt reported performing back-to-back tests, using the suspect device, with results of 323 mg/dl and 99 mg/dl. Based on the erratic values, pt scheduled a dr's appointment. While at the physician's office, pt's blood glucose measured 68 mg/dl, on dr's blood glucose monitor, and 100 mg/dl, on the suspect device. No treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.